Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 17-may-2024, UDI#: (B)(4). H3. Analysis of the communicator was completed and found no anomalies visually observed, the communicator passed the battery charging bench test, and the tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use non-malignant pain. The patient reported that the communicator was no longer charging. The patient mentioned that they used to put something on top of the cord and communicator to charge; no matter how long they left the communicator on the charging cord the light never turned green. The patient mentioned the issue started months ago and the problem had gotten worse. During the call the patient also mentioned that the handset was no longer holding a charge even after leaving the handset charged overnight; the patient needed to plug the handset in to use it. The agent sent a request to the repair department to replace the handset and the communicator.